Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2002 and left total hip arthroplasty on (B)(6) 2002. Legal counsel for patient reported patient underwent a revision procedure on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss or range of motion, elevated metal ion levels, and metallosis. It is unknown which side was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information regarding product identification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions¿ and ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-03869 & 2015-1878 / 1880).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2002 and left total hip arthroplasty on (B)(6) 2002. Legal counsel for patient reported patient underwent a revision procedure on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss or range of motion, elevated metal ion levels, and metallosis. It is unknown which side was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2012 due to pain, swelling, pseudotumor, osteolysis and elevated metal ion levels. Operative report further noted lysis and debris around the femur and metal stained tissue during the procedure. All components were removed and replaced. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to metallosis and osteolysis. Operative report further noted, mechanical wear, metal debris, trunnion wear due to impingement, pseudotumor and fluid. All components were removed and replaced with competitor product.